Event description:
Clinical rationale: an impella rp flex device was inserted into the right femoral vein in a 62-year-old female patient with past medical history of prior coronary artery bypass graft (CABG), coronary artery disease (cad), diabetes, and renal insufficiency, presenting in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery (CABG). While the patient was in the intensive care unit (ICU), the impella lost motor current pulsatility. High flow rates were noted, and suspected clot ingestion during a chest wash-out. A decision was made to replace with a new rp flex. Two days later, the impella was successfully weaned, and the post-procedure outcome is survived at explant. The device functioned at p-8 at 5.2l/min with no issues. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Patients with a CABG are at high-risk for thrombosis due to long operating times, congestive heart failure, and history of bleeding disorders.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: thrombosis: the cause of the injury was not determined due to insufficient clinical details. High or saturated pump flow: the cause of the issue was not established as no product or logs were returned for analysis.